Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 - device not returned. Additional h3 investigation summary: as the correct product code number was not made available for investigation hence investigation could not be procced further. If the information made available in future the file will be re-opened. Note: event reported via mw # 2210968-2021-00293, 2210968-2021-00294 date sent to the FDA; 2/19/2021. Corrected b5 narrative: it was reported that a patient underwent a hysteromyomectomy surgery on (B)(6) 2020 and suture was used. The needle broke during sewing. Changed another one to complete the surgery. After removing the suture and searching for many times, the surgeon removed all the residual sutures. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgery was completed successfully? Yes. The following information was requested, but unavailable: could you please confirm if the patient suffer from any consequence due to the searching of the device? Unobtainable. Could you please provide product code? According to feedback, it is unobtainable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Breakage needle. This case is from health authority. It was reported that the needle broke when sewing in hysteromyomectomy surgery . Changed another one to continue the surgery, the same problem happened. After removing the suture and searching for many times, the surgeon removed all the residual sutures. Changed another one to complete the surgery. No additional information could be provided. It was reported that a patient underwent a hysteromyomectomy surgery on (B)(6) 2020 and suture was used. The needle broke during sewing. Changed another one to complete the surgery. After removing the suture and searching for many times, the surgeon removed all the residual sutures. There were no adverse patient consequences reported. Additional information was requested.